Manufacturer narrative:
Corrected fields: d4. Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h11 a getinge field service engineer (fse) replaced the batteries as due for replacement. The customer was using old batteries and batteries expired. Performed the full testing as per specifications. Performed the electrical safety testing as per as3551 standard. The device is working within specifications.

Event description:
N/a.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) battery conditioning required message. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.